Manufacturer narrative:
Sample collection and centrifugation information was not supplied. The customer stated qc has been erratic on reagent lot 013529. The customer stated the elastomer seals were separating from the top of the reagent packs. Maintenance information was not supplied. No clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low vitamin b12 result on one patient sample generated on unicel dxi 800 access immunoassay analyzer. The results were reported out of the laboratory. Upon repeat testing, the result was within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.